Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The 31mm device was deployed and partially recaptured three times. After releasing the device, the echocardiographer noted that a mobile strand of thrombus had formed on the central pin/face of the device. The implanter had pulled the sheath back to the right side before learning of the thrombus, so aspiration was not performed. The thrombus was still present 20 minutes post-release. Protamine was not given. The patient was monitored and administered xarelto. The patient was reported to be doing well and was discharged.